Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring at the proximal end in the housing. A dislodged grip ring can potentially cause the instruments grips to not open and close properly.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument failed to open and close. The customer used a backup vse instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issue. The vse instrument could be used until the middle of the procedure. The customer could not close the vse grip or grasp the tissue. There was no adverse effect to the tissue. No unexpected tissue was removed. There was no unexpected bleeding. The procedure was not delayed.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was further investigated by the failure analysis engineer and it was identified that the set screw holding the grip ring in place was loose. After the set screw was tightened, the grips functioned normally.

Event description:
Refer to h10/h11 for follow-up information.